Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, the outer skin of the cable was broken, due to which, some noised occasionally appeared on the image, and the guide pin of the coupler was noted to be deformed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a diagnostic procedure, the hd camera head had no image. Subsequently, the intended procedure was completed with a similar device with no delay. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon of ¿no image¿ was not confirmed. Since noise occurred due to broken outer skin, it was determined that the phenomenon occurred because the contact became unstable. The cause of the broken outer skin could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.